Event description:
The pump had an error alarm after swimming for 10 minutes. The pump would not allow the customer to prime without requesting to be rewound again after priming. Troubleshooting was performed on two reservoirs. Customer did not have enough insulin to try the third reservoir. Customer's unit could not be rewound and primed. Also it did not allow customer to escape and do a fixed prime.